Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient checked the cgm prior to going to bed and it was displaying 235 mg/dl. The patient did not have any symptoms during this time so he did not compare with a fingerstick reading. The patient took 7 units of novolog insulin and went to sleep. While asleep, the patient passed out. The patient's partner tried to wake the patient because the patient was having seizure. The patient was unresponsive so the partner called paramedics. When paramedics arrived, they checked a bg and it was 32 mg/dl. The patient was treated by paramedics (the partner could not recall what medication was provided to the patient) and the patient regained consciousness around 3:30am ((B)(6)2024). On the morning of (B)(6)2024, the cgm was displaying 132 mg/dl and the bg meter was 235 mg/dl. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator during the time of the event. The reported glucose values fall within the b zone of the parkes error grid on (B)(6)2024. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
On 11/24/2024, the patient's partner tried to wake the patient because the patient was having seizure.

Manufacturer narrative:
(B)(4).